Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. How are you currently feeling? Did your husband receive any medical intervention for the cut? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that the patient underwent an unknown gynecological procedure in (B)(6) and the mesh was implanted. The patient experienced severe pain and dyspareunia/total inability to have sex. In (B)(6) 3d scan was performed and revealed problems with the mesh. As a result, the mesh had to be removed. It was also reported that the patient underwent six surgeries to date and problems are still unresolved. The sacral neuromodulator was implanted to improve bowel, bladder and sexual function and further surgery required. As reported by the patient, the initial problem of urinary incontinence now worse and the mesh was removed as much possible. Additional information has been requested.